Event description:
The initial reporter stated they received discrepant ise results for three patient samples tested on a cobas c 303 analytical unit. Results were affected for the na electrode and cl electrode tests. The first sample initially resulted in a na value of 148.6 mmol/l. The sample was repeated on a second analyzer, resulting in a na value of 135.3 mmol/l. The sample was repeated on a third analyzer, resulting in a na value of 138 mmol/l. The sample was repeated again on the original analyzer, resulting in a na value of 138.1 mmol/l. The first sample initially resulted in a cl value of 105.1 mmol/l. The sample was repeated on a second analyzer, resulting in a cl value of 94 mmol/l. The sample was repeated on the original analyzer, resulting in a cl value of 96.5 mmol/l. The second sample initially resulted in a na value of 150.9 mmol/l. The sample was repeated on a second analyzer, resulting in a na value of 140.8 mmol/l. The sample was repeated on a third analyzer, resulting in a na value of 138.9 mmol/l. The sample was repeated again on the original analyzer, resulting in a na value of 142.3 mmol/l. The third sample initially resulted in a na value of 152.5 mmol/l. The sample was repeated on a second analyzer, resulting in a na value of 141.7 mmol/l.

Manufacturer narrative:
The na and cl electrode lot numbers and expiration dates were requested, but not provided. The field service engineer found a partially blocked vacuum nozzle and the dilution vessel could not empty properly. The vacuum and zipper nozzle were replaced. No further issues have occurred since these actions were performed. The investigation determined the service actions resolved the issue.